Manufacturer narrative:
The customer contacted the customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse ran service method testing which passed. The cse inspected all spin times and centrifuge operating parameters, resulting satisfactory. The cause for the discordant, falsely elevated ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium (ca) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting lower. It is unknown if the repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca result.